Event description:
A (B)(6) pt drank a vial of preservcyt solution. Office manager accessed the msds sheets from hologic's website. Pt went to the emergency room and was given one dose of fomepizole. Hologic followed up but did not receive any add'l feedback on pt.